Manufacturer narrative:
(B)(4). Physical or cosmetic damage not found during testing. Insulin pump passed the displacement test.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped. Customer's blood glucose level at the time of the incident was 167 mg/dl. The display was not readable. The insulin pump will be returned for the analysis.